Event description:
It was reported that on (B)(6) 2019, when attempting to implant the device, low out of range lead impedance was observed. The physician decided to use a new lead instead and complete the surgery. The patient is recovering.

Event description:
New information notes that the patient condition was stable, and patient was discharged.

Manufacturer narrative:
The reported event of low out of range lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.